Manufacturer narrative:
Device unique identifier (UDI) ¿ (B)(4). Approximate age of device ¿ 11 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that pump stoppages were observed on system controller history interrogation. The patient was asymptomatic, and denied any intentional disconnection of the driveline. It was reported that manipulation of the driveline did not cause additional pump stoppages or alarms. Additional information was requested, but none was provided.

Event description:
Additional information: it was reported that the patient's pump has been connected to batteries per the manufacturer's suggestion since the discovery of the driveline issues. The patient did admit to a double disconnect, as the father "dared" the patient. The log file data ranging from 04/12/2017 to 05/23/2017 did not contain any speed drops less than the low speed limit or pump stoppages. It was reported that the patient received a heart transplant on (B)(6)2017. No further information was provided.

Manufacturer narrative:
The pump was returned assembled with the driveline cut approximately 2 inches from the pump housing. The severed portion of the driveline was returned in two segments measuring approximately 5 and 31 inches respectively. Prior to disassembly of the returned pump, visual inspection of the pump blood-contacting surfaces, including the inflow conduit and outflow graft, revealed no adhered depositions or thrombus formations that would have contributed to a functional issue. Examination of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the portion of driveline extending from the pump housing revealed insulation breaches on the brown and black wires at approximately 9 inches from the metal connector. Additionally, the conductors beneath the metal braided shield were exposed. The observed wire damage appeared to be the result of abrasion against the metal braided shield due to repetitive flexing. If exposed conductors from the black or brown wires made direct contact with the braided shield while the patient was operating on a tethered power source, the resulting short to ground could have contributed to the low speed and pump stoppages captured in the submitted system controller log file. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.